Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that there was a hospital visit due to dehydration. Customer treated by drinking a lot of water. Customer's blood glucose reading at the time of the incident was 487 mg/dl. Customer's current blood glucose reading was 227 mg/dl. Customer reported symptoms related to their high blood glucose levels included breathing and a little nausea. During troubleshooting, customer removed the infusion set and there was bleeding at the site. Customer stated that his high blood glucose may have been due to an allergic reaction. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.